Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a transurethral ureteroscopy for the removal of left ureteral stent, (holmium laser lithotripsy for left kidney stones under ureteroscopy, and placement of the left ureteral stent tube) procedure, the uterorenovideoscope control knob was found to be malfunctioning. It was not possible to control the direction of the knob and surgery could not be continued. As such another set of ureteroscope was connected and surgery was continued and completed. The procedure was delayed by 2-3 hours. The patient's vital signs were closely monitored during the process. The patient was not affected or harmed and has been discharged from the hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned to olympus for evaluation the reported event was not confirmed. Therefore, the root cause could not be determined. The event can be detected by following the instructions for use which state: "inspection of the bending mechanism." Olympus will continue to monitor field performance for this device.